Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the guidewire penetrated the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.